Manufacturer narrative:
Based on provided information, the root cause is most likely a maintenance issue which was resolved by the actions taken at the customer site. The customer has reported no further problems.

Manufacturer narrative:
Ise checks were completed on 23-apr-2020. The checks failed and were accompanied by alarms. The customer reseated electrodes in the compartment and connections. The field service engineer could not determine a cause. He performed multiple ise checks and they passed. The ise compartment was disassembled and cartridges were inspected; no abnormalities were found. The electrodes were dried and reinstalled. Reagents were primed and additional ise checks were performed; the checks passed. The customer mentioned bubbling occurring in tubing, but the engineer did not observe this. The customer ran calibration and controls; these passed. The investigation is ongoing.

Event description:
The initial reporter received a questionable sodium result from the cobas 6000 c (501) module. The initial result was 131 mmol/l and the repeated result was 140 mmol/l. The questionable result was reported outside the laboratory. The electrode lot number and expiration date were asked for but not provided.